Event description:
It was reported that the patient presented for a scheduled procedure. Prior to the procedure, it was noted that the implantable cardioverter defibrillator (ICD) exhibited over-sensing noise leading to inappropriate mode switch. During the procedure, it was observed that the right atrial lead port of the ICD was contaminated, and it was suspected that blood/fluid in the lead port of the header caused the noise. The ICD was explanted and replaced with a new device. The patient's condition was stable.

Manufacturer narrative:
Reported event of over-sensing, mode switch, and contamination of device ingredient or reagent was not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.